Event description:
The pump was returned for repair. During the investigation, a defective dso sensor was identified. No patient involvement occurred, and no additional adverse consequences were reported.

Manufacturer narrative:
B3- event date was unknown considered the first date of the ICU aware date month. The suspected product was returned for analysis. The event history log was not reviewed, as the product was not serviced during this period. A visual inspection was performed. The customer allegation could not be duplicated, as no specific issue was reported and only information was provided. The pump was received for repair. During evaluation, the dso sensor on the defective unit was identified as faulty and subsequently replaced. After the replacement, functional test will perform after the device successfully passed all functional testing and then it will returned to the customer.